Event description:
New information received notes that the right ventricular (rv) lead exhibited failure to capture as a result of the high capture thresholds.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in clinic follow-up, the right ventricular (rv) lead exhibited high capture thresholds. No intervention was performed. The patient was in stable condition.